Manufacturer narrative:
(B)(4). This report is being submitted late due to a delay by a MFR employee. A process improvement plan and training are in place.

Event description:
The pt came in for reprogramming of his deep brain stimulator. The hcp discovered the stimulation rate had changed from 80 to 30 hertz and the device was off. The hcp did not use the pump or program feature. The family of the pt was unable to discover a source of electromagnetic interference. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.